Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had scs trial on (B)(6) 2023 around 3 pm. No issue noted during the procedure, but noted that one lead did go lateral and was easily fixed posterior by the physician. Connections and impedances were normal. In post-op, patient complained of new pain in bilateral knees. We discussed possibility of it being from positioning. Programmed stimulation successfully with coverage for right and left side. Patient left with her daughters shortly after programming. Around 4:40 I received texts and a call from her daughter stating that the new pain in her knees was getting worse. Rep informed the physician and he instructed patient to take a double dose of gabapentin and continue to monitor. Rep received a text right before 1800 stating that the pain was on the right knee and tingles all the way to her foot and that she was experiencing some tingling in her left. She reported that the gabapentin did not relieve any of the new pain. Rep instructed patient to turn off the stimulator in order to rule that out. Rep reported this to the physician around 1830. The daughter reached out again around2000 to update rep that having stim ulation off did not change the pain. She described the pain as a shooting/tingling lasting 30-45 seconds nonstop. Reported this update to the physician. He instructed patient to take her prn medication and meet him at the clinicthis am for troubleshooting. Turned stimulation off evening of (B)(6) 2023. Pulled out a lead this am and it did not relieve the pain. Tested the remaining lead and received mostly left with slight right coverage. Physician waited several minutes and the patient stated the pain was still there. He removed the second lead and the patient stated the pain was gone. Physician believes that the lead that went laterally initially was compressing a nerve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.